Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. As a result, defibrillation therapy may not be available to a patient if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful. It is unknown if the customer will be returning it to physio-control for an evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. As a result, defibrillation therapy may not be available to a patient if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful. It is unknown if the customer will be returning it to physio-control for an evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. As a result, defibrillation therapy may not be available to a patient if it were needed. There was no patient use associated with the reported event.